Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Force sensor could not be tested since the device failed temperature testing. Irrigation and deflection test were performed and found within specifications; the catheter was irrigating and deflecting correctly. Then, an electrical test was performed on the catheter and found within specifications, however, the thermocouple values were found out of specifications. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The temperature failure was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver rf energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During ablation phase of an afib procedure (during pulmonary vein isolation) the physician felt a steam pop during (radiofrequency) rf application. The patient¿s blood pressure then dropped and it was observed by intra-cardiac ultrasound that the patient developed a pericardial effusion. A pericardiocentesis was performed in which over 2.5 liters of fluid were removed from the pericardial space. The patient was then transferred for surgical repair. This adverse event was discovered during use of biosense webster product. The physician¿s opinion was that the cause of this adverse event was steam pop. Surgical intervention required a couple more days of recovery. The patient had fully recovered. Transseptal was performed with heartspan 1702 needle. The irrigated catheter flow setting was 15ml/sec. There were no error messages on biosense webster equipment. All available force visualization features were used (graph, dashboard, vector, visitag) the visitag settings were standard surpoint settings. Stability range 2mm, stability time 3 sec, force over time 25% 3gr with respiratory gating on with no additional filters. Tag color was set by tag index.